Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call delivery issue, button issue and high blood glucose. The customer's blood glucose was 329mg/dl at the time of incident and currently 364 mg/dl. Trouble shooting was performed and found running high blood glucose levels and had nausea, bad headache, heartburn and thirst caused by high. Customer treated with the device. Customer stated all the buttons are hard to press and its been almost from the beginning of the using insulin pump . Advised to observe time clock for one minute to verify if time advances. Verified time advances . Advised to discontinue use of the device and revert to a back-up plan per healthcare professional instruction. Advised the insulin pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with intermittent button response due to flattened dome switch on bolus, esc, act, up arrow and down arrow button. Connector was inspected and locked on lcd board. No button error alarm during testing. Device passed displacement test, self test, rewind test, basic occlusion test, prime test, excessive no delivery test and occlusion test. Drive support cap was inspected and no anomaly was noted.